Event description:
On (B)(6) 2025, the certified diabetes specialist (cds) reported the patient's device touchscreen was unresponsive. During device training, the patient selected the cartridge icon on the ilet device prior to completing the setup steps. This resulted in a software issue where the patient was unable to confirm priming ("yes" when drops were seen). The cds provided the patient with a backup ilet device to continue setup. The issue was resolved by sending a replacement device to the patient. Blood glucose was not affected as insulin delivery had not yet been initiated on the original device. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.